Manufacturer narrative:
(B)(4). The device involved in this complaint has been received by the manufacturer. However, the investigation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the device evaluation.

Event description:
Customer complaint alleges that the "white cuff didn't inflate". Usage of the device at the time of the alleged malfunction is unknown. It was reported there was no known patient injury.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuffs. It was found that the white balloon cuff was able to inflate and deflate properly, but slower than normal. No inflation or deflation issues were found with the blue pilot balloon and cuff. The pilot balloons and balloon cuffs were inspected for leaks. No leaks were detected. The et tube was then injected with dye through the white balloon inflation line to check if there was a blockage in the inflation line. Upon injection, the et tube was unable to inflate properly. There appeared to be a blockage as the water would reach the balloon cuff at a slow rate, but it could not be determined where the blockage occurred in the inflation line. The sample was sent to the manufacturing site for further investigation. Upon functional inspection, it was found that the white and blue balloons were all able to properly inflate and deflate. It could not be determined what initially caused the white balloon cuff to inflate and deflate at a slower rate than normal. The reported complaint of "white cuff didn't inflate" was confirmed based upon the sample received. Upon functional inspection, it was found that the white cuff inflated and deflated at a very slow rate. It appeared that there was a blockage in the inflation line that prevented the white balloon cuff from inflating and deflating at a normal rate. The sample was sent to the manufacturing site for further evaluation. Upon investigation by the manufacturing site, the white balloon cuff was able to properly inflate and deflate. It could not be determined what initially prevented the white balloon cuff from inflating and deflating at a normal rate. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges that the "white cuff didn't inflate". Usage of the device at the time of the alleged malfunction is unknown. It was reported there was no known patient injury.